Event description:
During use of the device for a non-clinical activity, the user observed that there was a deep scratch in the aluminum casting of the roller pump. Since the event occurred during a non-clinical activity, there was no patient involvement during this event.